Event description:
It was reported that the customer experienced an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin.